Manufacturer narrative:
Ous MDR - the ICD first underwent a status interrogation. The device status was mol 1, 89 charge processes were documented. The visual inspection of the ICD showed abrasion traces of a lead at the back side of the ICD housing. The memory content of the ICD was checked; the available iegms showed interference in the ventricular channel and also in the ff channel. Then the signal sensing of the ICD was tested and proved to be free of noise. The ICD sensed supplied signals free of interference. The ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was fed in, and the device reacted according to spec with a defibrillation shock. The specified energy level was reached. The charge time was normal. The analysis did not show any indications of a material defect or mfg error.

Event description:
Ous MDR - after an implantation time of about 34 months, inappropriate shock deliveries, due to oversensing, were reported. The ICD and the lead were explanted. There have been no other adverse pt effects reported for this system. Kentrox rv-s 65 steroid, (B) (4), MDR 1028232-2009-01007.